Manufacturer narrative:
(B)(4)

Event description:
It was reported that after vt storm, shock episodes could not be seen on ECG. Clearing all episodes and egms, and reviewing the priority settings was suggested.